Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim programmable valve was implanted on (B)(6) 2021. The ventricular and arterial catheters were working correctly. The valve was explanted and replaced 5 days later because the valve only allowed the csf to pass at 250 mmh2o maximum and the patient developed hydrocephalus.

Manufacturer narrative:
The hakim valve was returned for evaluation: DHR - lot 3977400 conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; a small amount of debris was noted inside the valve casing as well as a needle hole over the needle guard. The valve passed the tests for programming. The valve was flushed, passed the test. The valve was leak tested; only leaked form the needle hole over the needle guard. The valve failed the tests for reflux and pressure. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was noted on the spring and ruby ball the ruby ball was stuck to the spring and on the base plate. The root cause for the issue reported by the customer is due to biological debris found on the spring the ruby ball (the ruby ball was stuck to the spring with biological debris) and on the base plate.

Event description:
N/a.